Event description:
It was reported that during implant, two separate leads were damaged while going through the sheath. Neither lead was used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode was covered with blood. (B)(4).